Event description:
On april 14, 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately. The complaint was classified based on the lfs customer service representative (csr) documentation since lfs was unable to contact the patient to obtain additional information. The patient said, the issue first occurred in 2008. The patient obtained a result of 10 mmol/l on the reported meter. She said, she did not trust the reading, so she opened a new vial of test strips from a different box and retested; the results were 6.6, 8.5, and 9.6 mmol/l. Based on statistical methodology, the calculated difference of all four glucose results is within lifescan's criteria for precision; however, comparison of the three results obtained with test strips from the same vial was outside of lifescan's criteria for precision. After the issue occurred, the csr noted "because the patient was unable to test her blood sugar, she developed symptoms of hypoglycemia and slurred her words". The patient was given food and felt better. The csr noted a failed control solution test result was obtained; however, the control solution was expired, which can cause inaccurate control solution readings. The alleged readings could not be confirmed in the meter memory due to a noted "ok" button issue. The patient's products were replaced. The complaint is reported because the patient alleges, she obtained imprecise readings on the lfs product and was unable to check her blood glucose. She claims that afterward, she experienced symptoms that can be associated with severe hypoglycemia and felt better after eating food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.